Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/a second, small piece of the device projects in the expected region of the uterine& cornua on the right separated from the larger metallic device'), fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device: one coil projecting superior to the right sacral alum. Other coil in the left hemi pelvis .') And uterine perforation ('essure protruding from the uterus/ migration of essure device: uterus/ a second essure device projects anterior to the uterus, slightly to the right of midline and does not appear to be in the expected location of the fallopian tube') in an adult female patient who had essure (batch no. B93038- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test." The patient's medical history included anxiety, generalized anxiety disorder, vitamin d deficiency, nasal congestion, feeling irritated, nausea and vomiting. Previously administered products included for an unreported indication: lexapro from 2009 to 6-oct-2020. Concurrent conditions included depression since 2009, frank hematuria, tearfulness, feeling irritated, allergic rhinitis, atopic dermatitis, folliculitis, sore throat and ear pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced abdominal distension ("other injury(ies) or complication (s) please describe: very bloated."). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("lower right of pelvic area"), urticaria ("rashes or skin conditions type: hives") and libido decreased ("libido decreased"). The patient was treated with surgery (hysterotomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, uterine perforation, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, urticaria, vaginal discharge and libido decreased outcome was unknown, the vaginal haemorrhage, menorrhagia, headache and abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: (B)(6) 2012:hysteroscopy and essure procedure performed without difficulty (after failure of the first device to deploy). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:libido decreased, fatigue, menorrhagia, pelvic pain,abdominal bloating, device breakage, device expulsion. Lot number b93038 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: medical record received. Event device expulsion was updated to uterine perforation. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/a second, small piece of the device projects in the expected region of the uterine& cornua on the right separated from the larger metallic device'), fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device: one coil projecting superior to the right sacral alum. Other coil in the left hemi pelvis .') And uterine perforation ('essure protruding from the uterus/ migration of essure device: uterus/ a second essure device projects anterior to the uterus, slightly to the right of midline and does not appear to be in the expected location of the fallopian tube') in an adult female patient who had essure (batch no. B93038- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test.". The patient's medical history included anxiety, generalized anxiety disorder, vitamin d deficiency, nasal congestion, feeling irritated, nausea and vomiting. Previously administered products included for an unreported indication: lexapro from 2009 to 16-oct-2020. Concurrent conditions included depression since 2009, frank hematuria, tearfulness, feeling irritated, allergic rhinitis, atopic dermatitis, folliculitis, sore throat and ear pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced abdominal distension ("other injury(ies) or complication (s) please describe: very bloated."). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("lower right of pelvic area"), urticaria ("rashes or skin conditions type: hives") and libido decreased ("libido decreased"). The patient was treated with surgery (hystectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, uterine perforation, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, urticaria, vaginal discharge and libido decreased outcome was unknown, the vaginal haemorrhage, menorrhagia, headache and abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, urticaria, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: (B)(6) 2012:hysteroscopy and essure procedure performed without difficulty (after failure of the first device to deploy). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:libido decreased, fatigue, menorrhagia, pelvic pain,abdominal bloating, device breakage, device expulsion. Lot number b93038 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/a second, small piece of the device projects in the expected region of the uterine& cornua on the right separated from the larger metallic device'), fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device: one coil projecting superior to the right sacral alum. Other coil in the left hemi pelvis .') And device expulsion ('migration of essure device location of device: uterus/ a second essure device projects anterior to the uterus, slightly to the right of midline and does not appear to be in the expected location of the fallopian tube') in an adult female patient who had essure (batch no. B93038- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test.". The patient's medical history included anxiety, generalized anxiety disorder, vitamin d deficiency, nasal congestion, feeling irritated, nausea and vomiting. Previously administered products included for an unreported indication: lexapro from 2009 to (B)(6) 2019. Concurrent conditions included depression since 2009, frank hematuria, tearfulness, feeling irritated, allergic rhinitis, atopic dermatitis, folliculitis, sore throat and ear pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced abdominal distension ("other injury(ies) or complication (s) please describe: very bloated."). In october 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("lower right of pelvic area"), urticaria ("rashes or skin conditions type: hives") and libido decreased ("libido decreased"). The patient was treated with surgery (hystectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, urticaria, vaginal discharge and libido decreased outcome was unknown, the vaginal haemorrhage, menorrhagia, headache and abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:(B)(6) 2012:hysteroscopy and essure procedure performed without difficulty (after failure of the first device to deploy). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:libido decreased, fatigue, menorrhagia, pelvic pain,abdominal bloating, device breakage, device expulsion. Lot number b93038 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/a second, small piece of the device projects in the expected region of the uterine& cornua on the right separated from the larger metallic device'), fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device: one coil projecting superior to the right sacral alum. Other coil in the left hemi pelvis .') And device expulsion ('migration of essure device location of device: uterus/ a second essure device projects anterior to the uterus, slightly to the right of midline and does not appear to be in the expected location of the fallopian tube') in an adult female patient who had essure (batch no. B93038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test." The patient's medical history included anxiety, generalized anxiety disorder, vitamin d deficiency, nasal congestion, feeling irritated, nausea and vomiting. Previously administered products included for an unreported indication: lexapro from 2009 to (B)(6) 2019. Concurrent conditions included depression since 2009, frank hematuria, tearfulness, feeling irritated, allergic rhinitis, atopic dermatitis, folliculitis, sore throat and ear pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced abdominal distension ("other injury(ies) or complication (s) please describe: very bloated."). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("lower right of pelvic area"), urticaria ("rashes or skin conditions type: hives") and libido decreased ("libido decreased"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, urticaria, vaginal discharge and libido decreased outcome was unknown, the vaginal haemorrhage, menorrhagia, headache and abdominal distension had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: (B)(6) 2012: hysteroscopy and essure procedure performed without difficulty (after failure of the first device to deploy). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: libido decreased, fatigue, menorrhagia, pelvic pain,abdominal bloating, device breakage, device expulsion. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs & mr received. Case become valid. Injury nos replaced with new events. Added event perforation (fallopian tube(s)), migration of essure device: one coil projecting superior to the right sacral alum. Migration of essure device location of device: uterus, other coil in the left hemi pelvis , abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, migraine, headaches nausea, lower right pelvic area pain, hives, vaginal discharge, very bloated. Updated outcome of events. Event onset date was added. Reported verbatim clubbed from mr¿ a second essure device projects anterior to the uterus, slightly to the right of midline and does not appear to be in the expected location of the fallopian tube¿ to the ¿device expulsion¿. ¿a second, small piece of the device projects in the expected region of the uterine& cornua on the right, separated from the larger metallic device¿ to the device breakage. Reporter's information, patient's demographics was added. Medical history, historical drug, concomitant conditions were added. On 28-jun-2019: medical record received. Lot number was added. Fu 1& 2 process together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.